Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "deflation, and exchange due to concerns with the product." Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation, and exchange due to concerns with the product". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed openings on the device. Anxiety product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a.2., d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "deflation, and exchange due to concerns with the product". This record is for the left side. Device has been explanted and replaced.